Event description:
It was reported that the patient was lifted under the arm at their nursing home. After that, a lead integrity alert (lia) was triggered due to a number of short interval counts (sic) and out of range and varying impedance on the right ventricular (rv) lead. The threshold increased and there was intermittent capture with small r waves. A chest x-ray was performed and confirmed a dislodgement. The right atrial (ra) lead also exhibited an increase in threshold and small p waves with far field r-wave (ffrw) oversensing observed. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).